Manufacturer narrative:
Our field service engineer was on site and found that two printed circuit boards namely the expiratory channel printed board assembly and the backplane had been damaged. Both were ordered to complete the repair. Water ingress into the ventilator is hazardous. Water or other liquid for that matter may cause short-circuiting and lead to stop of ventilation. The water is a condensation from the inspiration tube entered the ventilator through the safety valve when the hose was removed and the ventilator was switched off. The cause of the reported event was the water penetration into the ventilator therefore further investigation of the ventilator or the removed printed circuit boards will not be done.

Event description:
It was reported that water penetrated the ventilator. There was no patient harm. Manufacturer's ref.#: (B)(4).